Event description:
A malfunction was reported on a pump by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by cts in resetting the pump, after which the malfunction code did not recur. Customer was informed to continue using the pump and advised to call back if the issue reoccurs, which was acknowledged and understood by the customer.